Event description:
It was reported that when using a 12 channel body array coil and an asset protocol, the resulting images are stretched. The concern is for misdiagnosis. No injury has been reported.

Manufacturer narrative:
A ge field engineer has visited the site. The investigation is ongoing.